Event description:
Consumer reports bd logic giving erratic readings and higher readings than other meter. Analysis run on clarke error grid using competitive reading (264) as ref. Point vs. Bd reading (146) yielded data point in "d" range of the grid, outside the acceptable range.